Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead dislodgement was observed when an asymptomatic patient presented in the ER for a routine generator change due to normal eri. During the pre-op device check, the rv lead diagnostics were all stable. Physician elected to use the same ra and rv lead with the replacement of the device. Post procedure loss of rv capture was noted. Upon interrogation, fluoroscopy revealed that the rv lead was dislodged. Physician elected to explant the rv lead and a new lead was implanted. Patient is currently stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.